Event description:
During cardiomems implant procedure, after the sensor was deployed the distal wire loop became entangled with the removal of the guidewire and the sensor was pulled back into the main pulmonary artery. The physician attempted to nudge the sensor back into place using the catheter but was unsuccessful. An angiogram was performed and the physician chose to remove the sensor using a snare and the implant was abandoned. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported issue was investigated based on the available information but cannot be confirmed at this time as the root cause is inconclusive. The device was not received for evaluation. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event. The cause for the reported event remains unknown.